Event description:
Age and weight of patient are unknown. It was reported to boston scientific that during a prostate biopsy procedure while using the trupath biopsy device, the biopsy needle misfired when complainant was trying to take the sample off the needle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no harm".

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Device unavailable for evaluation.